Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one device was received for evaluation. The service history review identified no previous repairs related to the complaint in the past 12 months. Review of the event history log found no errors related to the customer complaint. The customer reported problem was confirmed through pump power on and the cause of the reported issue was an inoperable latch/lock optic flex sensor. The inoperable latch/lock optic flex sensor was replaced to fix the issue.

Event description:
It was reported that the device exhibited error code 41541". There was no patient involvement.